Manufacturer narrative:
The insulin pump passed all functioning testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. There was no cosmetic damage noted.

Event description:
The customer's mother reported via phone call of her son being hospitalized for diabetic ketoacidosis. The mother states the insulin pump was not working, and would like it replaced. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer's current blood glucose level is 262mg/dl. The mother states they treated her son's high level with manual injection. Troubleshoot was conducted. The customer's device is being replaced and returned for analysis.